Event description:
It was reported by the patient that the patient had breast reduction surgery and subsequently the implantable cardiac monitor (icm) "slipped out." It was stated that a physician "placed it back in, near the incision." The patient also reported the device feels like "a (transcutaneous electrical nerve stimulation) tens unit." The patient was encouraged to work with the physician with regard to the feeling of vibrations and follow-up was attempted with the clinic, however no further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).